Event description:
The user facility reported that during routine microbiological testing, the suspect device showed positive growth of over 10 colony forming units (cfu) of an unspecified bacterium. The culture test was repeated with resulting 1-10 cfu of pseudomonas aeruginosa. The scope remained isolated and was cleaned and retested on (B)(6) 2022, with resulting 10-100 cfu of klebsiella pneumoniae, 10-100 cfu of klebsiella variicola, and 10-100 cfu of pseudomonas aeruginosa. The scope was deep cleaned, disinfected, and air dried, before being retested on (B)(6) 2022, with resulting >10 cfu of klebsiella pneumoniae, and >10 cfu of enterobacter cloacae complex. The device was not used on a patient at any time during the duration of microbiological testing. There was no user harm reported due to the event. The user facility cleaning, disinfecting, and sterilization (cds) checklist was requested. At this time, the cds checklist has not been received.

Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. The inspection and testing could not confirm the reported issue. The following defects were observed during the evaluation: the bending angulation was out of specification due to wear of the angle wire, and the bending rubber adhesive was worn. The light guide lens was chipped due to physical damage, such as being dropped. The control body demonstrated wear and switch button 1 had a perforation. The air/water channel was buckled. The distal end insulation resistance value was out of specification. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However it is likely that reprocessing was insufficient due to leakage from the device biopsy channel. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.